Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump was also cracked and had been submerged in water. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No moisture damage was found on the motor, force sensor, or keypad assembly however, moisture damage was found on the electronic assembly during visual inspection. The insulin pump was received with scratched case, cracked battery tube threads, serial number label faded, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.